Event description:
It was reported that the camera head had no image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: disconnection in camera unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reportable malfunction: due to disconnection in camera unit, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.